Manufacturer narrative:
Although requested, device has not been received and patient information not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported a nurse who is having some trouble with infusions of paclitaxel. When programing the pump for this specific medication the infusions take significantly longer than expected on 1 hr paclitaxel infusions. There is no reported patient harm. Although requested, further information not provided.